Event description:
Event description guidant received information that this ventricular implantable lead was in unipolar configuration, secondary to the lead safety switch being triggered. In unipolar configuration, the lead impedance measurement was within normal limits. Guidant received additional information that capture could not be obtained with this lead. Guidant further learned that an invasive procedure was performed to reposition this lead.